Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death, as stated on the death certificate, was natural. The customer was hospitalized on (B)(6) 2015. The customer had shingles in her body and her kidneys and heart just shut down. The customer became ill approximately one week prior to death. The customer did not have kidney failure before, but because of the shingles her kidneys did start shutting down. The customer's blood glucose at the time of death was unknown, but the caller stated that the customer was not having blood glucose problems; it was being checked six times a day. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the customer was cremated and the funeral home did not want to return the insulin pump. The insulin pump information could not be verified at the time of the call since the caller did not have the device.